Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the power issue first occurred on (B)(6) 2015. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise. The patient denied taking any action with regards to this diabetes management routine in response to the alleged product issue. The patient stated that 3 days after the alleged product issue first occurred they experienced the symptoms of ¿headache and vertigo.¿ in response to these symptoms the patient went to the emergency room (e.r) where they had their blood glucose measured on an e.r meter. The results which were obtained were ¿278, 327 and 390mg/dl.¿ as a result of these blood glucose results the patient was treated with an unknown dose/type of insulin by a healthcare professional (hcp). At the time of troubleshooting the cca noted that there was no misuse of the product, the correct test strips were being used and the issue could not be resolved. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose using the subject meter which led to them becoming symptomatic and requiring treatment for hyperglycemia from a hcp in e.r. After the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.